Event description:
Related manufacturer report number: 2017865-2022-37789. It was reported that the patient presented for in-clinic follow-up. Upon interrogation of the implantable cardioverter, an alert for over current detection was observed. Abnormal defibrillation impedance was measured in the right ventricular lead. The device and lead were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of abnormal defibrillation impedance was confirmed. As received, a partial lead was returned in two pieces. Visual examination found an internal insulation abrasion located beneath the superior vena cava shock coil that breached the right ventricular cables' lumen with an abrasion to the etfe coating of one cable. The cause of the reported event was due to the exposure of the right ventricular cable at the abrasion zone beneath the superior vena cava shock coil. Correction: d4: additional device information, h4: device manufacture date.